Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked, and deployed; however, the clip "would not release from the 'panel' when attempting to deploy the clip within the patient." The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked, and deployed; however, the clip "would not release from the 'panel' when attempting to deploy the clip within the patient." The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine."

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual examination noted that there was a kink in the control wire. The clip assembly was located just inside the over sheath. Functional evaluation revealed that once the over sheath was pulled back by using the sheath grip, the clip assembly could be actuated and deployed. The prongs could be opened to approximately 12mm. Investigation found that the clip could be released from the catheter despite a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the device may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.